Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Additional information was received. Subsequently, two years later, this device was returned without further information.

Event description:
- -

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information; the serial number for this device was obtained.

Event description:
Boston scientific received information that during a follow up visit this implantable cardioverter defibrillator (ICD) device displayed a battery voltage of 2.79v and charge time of 22.8 s. A further capacitor reform was performed displaying 29 s. This device did not reach elective replacement indicators when the interrogation had ended and the device was reinterrogated. There was concern that the battery depleted more rapidly than expected which could be the result of extended charge times. As of this date, this device remains implanted and in service. No adverse patient effects were reported.